Event description:
A report was received in 2001 that a memorylens which had been implanted in a patient's left eye had opacified, and the surgeon was planning to explant the lens. Numerous requests were made for additional information on this incident from the surgeon, but nothing more was obtained at the time of this report.